Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The location of detachments was close to site location. The infusion set was in use for one day. The blood glucose level was high at the time of event and the patient was treated with insulin pen. No further information available.